Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported stroke could not be conclusively established through this evaluation. The serial number of the centrimag blood pump was reportedly unknown, and the device will not be returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The centrimag blood pump instructions for use (IFU) document, rev. C is currently available. The centrimag blood pump IFU lists potential adverse events, including thromboembolism and neurologic dysfunction, that may be associated with the use of the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure, after the patient was separated from cardiopulmonary bypass (cpb), and planning for closing had commenced, bleeding remained substantial. While investigating for the source of the bleeding, it was determined that the pump was spinning freely within the apical cuff, as well as significant bleeding being noted around the pump. The patient was placed back on the cpb, and the pump and cuff were cleaned and reseated after a visual inspected yielded no abnormalities, but the pump continued to spin freely within the cuff, even though the locking mechanism was fully engaged. The pump continued to spin freely within a miniature cuff that was brought out to test the locking mechanism. As a result of this, the pump was exchanged, with the existing apical cuff and outflow graft in place. Upon exchange, new pump was able to lock into place, and bleeding decreased to an acceptable level. However, the right ventricle was said to be "stunned due to the long pump run", so the patient was placed on a centrimag right ventricular assist device (rvad) for right ventricular support. Afterwards, the patient was noted to not be moving their left side, due to a posterior right middle cerebral artery watershed territory perfusion deficit. The patient was later noted to be alert and moving all extremities, so the rvad was explanted and vasoactive meds were being weaned.